Event description:
It was reported that an event noting ventricular tachycardia (vt) due to competitive atrial pacing was received on the implantable cardioverter defibrillator (ICD). The vt was broken appropriately by atp. The patient was scheduled for future programming changes. The patient experienced no symptoms or adverse consequences.

Event description:
New information received notes that the premature ventricular contraction (pvc) response was programmed off but ventricular tachycardia (vt) was still being induced. Additional programming recommendations to reduce the slope and delay ventricular pacing in case the pace was inducing arrythmia were provided.

Manufacturer narrative:
Further information was requested but was not yet available.